Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The verse x25 inserter/tightener (p/n: 299704230, lot#: gm5397004) was received at us cq. The distal tip of the device was twisted and worn. The tip was twisted in the direction of tightening. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified, during inspection. The received condition is consistent with the complaint condition. Thus the complaint is confirmed. After a visual inspection per guidance provided, it is determined, that the reusable instrument is worn from repeated use and servicing. Therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed, that may have contributed to the complaint condition. Therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for verse x25 inserter was conducted identifying that lot number#: gm5397004 was released in a single batch. Batch1: lot qty units were released on 14 may 2019 with no discrepancies. As a result, the ri identified no issues, during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues, during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during the cleaning process it was noticed that the quick stick sleeve did not fit properly on the top notch of the screw head anymore. The tip of inserter appears to be stripped. There was no surgical or patient impact. This report is for one (1) expedium verse spine system inserter/tightener x25. This is report 10 of 10 for (B)(4). This report is linked to (B)(4).